Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the catheter of the 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter, leaked. Customer confirmed that no additional information was available. There was no confirmed report of medical intervention or serious injury.